Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the customer experienced repeated recoverable faults on the universal surgical manipulator (usm) 4 and stated the error was persistent. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical service engineer (tse). The tse reviewed the system logs and confirmed repeated occurrences of error 32100 from the proximal joint of the usm 4 and recommended disabling the usm 4. The customer indicated the usm 4 was required and that the surgical procedure could not proceed and the procedure was aborted with no patient involvement. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the flex4 proximal outer joint. The system was tested and verified as ready for use. The flex4 proximal outer joint involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.